Manufacturer narrative:
H6: investigation summary: no samples were returned to sbdm, sbdm investigated it to find out the root cause of the case by retention samples. Sbdm inspected the retention samples for the complaint case due to not receiving the complaint samples, found that there was no blockage. The likely cause is temporary external factor could be the root cause of the complaint case. DHR review: sbdm reviewed the manufacturing record of expected lot number of the complaint case (lot no. 2010061, 2010271 & 2011042), there is no issue while manufacturing. Customer complaint record review: sbdm reviewed the customer complaint record of complaint sample, there was no same issue of the same product from other customers.

Event description:
It was reported that IV set sn404 w/o bp y-conn had flow issues on 2 occasions. The following information was provided by the initial reporter: fluid was not dripped into IV set chamber. The fluid was not dripped into IV set (sn404) chamber. Please check the samples.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that IV set sn404 w/o bp y-conn had flow issues on 2 occasions. The following information was provided by the initial reporter: fluid was not dripped into IV set chamber. The fluid was not dripped into IV set (sn404) chamber. Please check the samples.